Manufacturer narrative:
The customer reported that the display issue was resolved after the user interface (ui) printed circuit board assembly (pcba) was replaced. No further details were provided regarding the event.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a display issue. The customer reported that the user interface (ui) pcba was replaced. Investigation is ongoing.